Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects reported, and this device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to section e, initial reporter. Field e1, initial reporter first name. Correction to section e, initial reporter. Field e1, initial reporter last name. Correction to section e, initial reporter. Field e1, initial reporter facility name. Correction to section e, initial reporter. Field e1, initial reporter address 1. Correction to section e, initial reporter. Field e1, initial reporter city. Correction to section e, initial reporter. Field e1, initial reporter state. Correction to section e, initial reporter. Field e1, initial reporter phone. Correction to section e, initial reporter. Field e1, initial reporter email. Correction to section e, initial reporter. Field e2, health professional? Correction to section e, initial reporter. Field e3, occupation. Correction to section g, all manufacturers. Field g2, report source. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects reported, and this device remains in service. Additional information was received indicating that this pacemaker was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects reported, and this device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.